Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that after trying the fourth position in the right ventricle during the implant procedure, the helix would no longer extend. The lead was not implanted. A different lead was successfully implanted. No patient complications were reported for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel, tip seal observation, and blood noted on distal conductor and helix mechanism; the analyst noted that the helix will not extend due to being over-retracted; full lead returned and analyzed.